Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 101 mg/dl. The customer was siting watching television, went to bolus and got the alarm. The customer stated that their is no significant events leading to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.